Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), velocity delivery microcatheter (velocity), and a guidewire. During the procedure, the physician made one pass in the target location using the red62. Subsequently, while advancing the red62, velocity, and guidewire to make the second pass, the physician noticed multiple locations at the distal end of the red62 were damaged, and the velocity and guidewire had punctured through the side of the red62 under angiography. Therefore, the red62 was removed. The procedure was completed using a new red62 and achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed multiple kinks and ovalizations on the distal end but could not confirm the reported puncture. Evaluation revealed a slightly stretched region on the distal end of the catheter and offset internal coil winds at the stretched location. There was no puncture or leak on the returned red62. If the catheter is retracted against resistance, stretching may occur. Further manipulation of the catheter or guidewire within the damaged portion of the catheter may have contributed to the offset coils at the stretched location. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.